Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock. A review of the stored episodes showed atrial tachycardia with oversensing of myopotentials, associated with small r-wave amplitudes. The device was reprogrammed from the alternate to the primary sensing vector and the rate cut off was increased. No adverse patient effects were reported.